Manufacturer narrative:
A video of the event was provided for review. There is no sound to accompany the image. As the video begins and the patients eye could been seen in view under the mires for the initial docking. The patient was docked and the meniscus was pushed into the periphery. Applanation was applied and the level was in the green zone. The surgeon moved the mires central to the pupil. The laser began from the periphery to the center in what appeared to be a normal pattern. This was followed by the side cut incision. The side cut started at approximately the 8 o¿clock hour and then halted after moving through (for a moment) at the 4 o¿clock hour. The side cut (after stalling for a moment) then continued to the 10 o¿clock hour. The edges (from about 4-10 o¿clock hours) appeared to be a lasered but look slightly rougher than the rest of the incision. The video ended and there was no sound. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative performed full energy section and articulating arm alignment, along with standard preventative maintenance (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications;. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a torn flap due to an unusually sticky bed during a lasik procedure. The procedure was completed after a blade was used to assist in lifting the flap. Additional information has been requested.